Event description:
A pt, under general anesthesia with a #5 cuffed endotracheal tube. A red pvc catheter was placed into the right side of the nose and it was pulled out through the back of the palate and held in place with a kelly. The nasopharynx was packed with afrin sprayed tonsil balls x3. The right tonsil was then grasped with a tonsil tenaculum and the monopolar cautery with a protected tip was placed into the mouth. The incision was started at the right superior pole and within seconds of starting the mucosal incision, a flash was noted in the mouth. The cautery was immediately removed, the surgeon placed her hand over the pt's mouth and saline was poured in the oral cavity with an irrigation bulb. The remainder of the materials in the oral cavity were removed and it was noted that the pvc catheter was melted in the middle and was in two pieces. The strings for the cotton ball were separated from the balls and both were removed. The saline was suctioned out of the oral cavity and the oral cavity was inspected. The area around the palate and the tonsil was normal with no indication of injury. The airway was normal. The posterior pharyngeal wall and endotracheal tube were normal with no evidence of injury. The rest of the mucosa of the oral cavity was inspected and there was noted to be an injury to the oral buccal mucosa on the right side that extended to the lateral commissure of the lip on the right side and a small way along the inferior and superior aspect of the lip (total area of about 1 cm). It appeared to be a superficial burn with sloughing of the mucosa but no deeper injury. The area was injected with kenalog-10 1cc and coat the lip with bacitracin ointment. After completion of the procedure, a consultation was obtained by telephone with a plastic surgeon to see if anything further needed to be done. He felt that nothing further needed to be done and the pt was woken up and transferred to the recovery room in stable condition. Shriner's hospital was called by the surgeon who spoke with the doctor at the clinic. They recommended putting aquaphor on the lip area and that the pt be seen on (B)(6) 2012 for an evaluation. It was elected to keep the pt in the hospital overnight to monitor her lip and airway.